Event description:
It was reported an excessive use of battery. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 31-may-2022 via email and attached to complaint object: date of the event : unknown. / patient details are unknown. / did the reported product fault occur while in use with a patient? Yes / what is the outcome of the event? Resolved / concomitant medical products and therapy dates (excludes treatment of event): no / did the patient receive medical treatment (anything that is not over-the-counter)? No.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection found that the device was in good condition. There was evidence of the error in the event history log. The customer reported problem was verified/duplicated. The device was powered up with new aa batteries and left running with a continuous rate. After 6 hour and 50 minutes the batteries were depleted. In the continuous mode the batteries should last a minimum of 15 hours. The test failed. A visual inspection of the motor geartrain revealed an offset flat and hub gear. An offset hub and flat gear, as well as a non-lubricated camshaft, would cause excessive stress on the motor. A stressed motor would drain the batteries faster. The last repair, the motor was replaced, and the technician did not correctly align the gears or lubricate the camshaft. Due to the previous complaint, it was recommend that the main board and motor be replaced to meet the customer concerns. A faulty main board was the cause of the reported problem. The root cause of the reported problem was traced to service and repair. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 18-jun-2021 which replaced the motor. This evaluation determined that the previous repair was not properly completed. Email was sent out to the service lead and supervisor to review the issue., corrected data: correction: d4: model number: 2120